Event description:
The customer reported via phone call that he is having an issue with his pump turning off and rebooting itself. Customer stated that the pump then starts counting up. Customer stated that the pump will go blank. Customer reported that the battery compartment was not damaged or corroded. Troubleshooting was performed and the customer will be sent a replacement battery cap for the blank display issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.